Event description:
The patient reported recurring skin irritation on (B)(6) 2026 while using mcot with flexwire configuration. The patient experienced a burning sensation that spread, along with tenderness. The patch would not stick to the skin. An alternate configuration was tried but did not help alleviate the irritation. The patient sought medical treatment from a dermatologist, who prescribed medication to address the skin irritation. The patient discontinued service due to the skin irritation. The patient has a history of sensitive skin and allergy to adhesive. The patient followed the recommended skin preparation steps.

Manufacturer narrative:
The patient reported recurring skin irritation on (B)(6) 2026 while using mcot with flexwire configuration. The patient experienced a burning sensation that spread, along with tenderness. The patch would not stick to the skin. An alternate configuration was tried but did not help alleviate the irritation. The patient sought medical treatment from a dermatologist, who prescribed medication to address the skin irritation. The patient discontinued service due to the skin irritation. The patient has a history of sensitive skin and allergy to adhesive. The patient followed the recommended skin preparation steps. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - cloth - nissha a10042 electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a history of sensitive skin and allergy to adhesive. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.